Event description:
It was reported that inadequate capture, r-wave amplitude variation, and low pacing impedance were noted on the right ventricular (rv) lead. The physician rv lead damage occurred during an unrelated procedure, however, no anomalies were observed visually or via diagnostic imaging. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.